Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306559 and lot number 0246827. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: CAPA not required at this time.

Event description:
It was reported that syr 10ml sure scrub posiflush saline tip was damaged. The following information was provided by the initial reporter: it was reported that one syringe found with mangled top that would not allow for leur-lock and had chips of plastic coming off.